Manufacturer narrative:
A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. A reagent lot investigation identified no product problem. No systematic issues were identified during a review of the dataset provided. Review of alleged run, generated a delayed CT value for sars-cov-2 (CT- 36.4) which is indicative of the sample being below the limit of detection (lod) of the test. Samples near or below the lod may generate wavering results upon retest. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The sample generated a positive result for sars-cov-2 upon initial testing on liat sn (B)(4). The customer reported that lab protocol mandates retesting all positive results on a different liat. Therefore, the same sample was retested, on another liat, this time yielding a negative result for the same target. Only the negative result was released. No harm was alleged. An investigation was conducted. A reagent lot investigation identified no product problem. No systematic issues were identified during a review of the dataset provided. Review of alleged run, generated a delayed CT value for sars-cov-2 (CT- 36.4) which is indicative of the sample being below the limit of detection (lod) of the test. Samples near or below the lod may generate wavering results upon retest.